Event description:
During an incident in 2002 female patient in cardiac arrest, the user got "low battery" and "check battery" messages with each of his 2 batteries and with a third battery belonging to another crew. The patient was found supine on an easy chair by the patient's health aide when she arrived at 900 hours. She last saw the patient alive the day before. A crew member reports that "every time we pressed the analyze button, it would say "check pulse/check battery." They began CPR and changed the battery, pressed the button and it would say "check pulse/check battery." This happened several times. An als crew took over with their equipment. The patient was pronounced. A crew member stated that the saed functioned that morning when he did the equipment check.